Manufacturer narrative:
No products are expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the rv lead was surgically abandoned and successfully replaced. The ICD was explanted due to the remaining estimated longevity; there were no allegations against the functionality of the ICD.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a loss of consciousness and was hospitalized. An EKG was performed and revealed that the patient had a slow idioventricular rhythm with pacing spikes that was not capturing the ventricle. Interrogation of the associated implantable cardioverter defibrillator (ICD) found two episodes recorded: one was due to noise being oversensed on the rv lead, and the other was due to ventricular tachycardia (vt) that was treated effectively with anti-tachycardia pacing (atp). The physician programmed the ICD to maximum outputs in the ventricle. A follow up was performed two days later and it was noted that the rv pacing impedance measurements were variable, ranging from 900 to 500 ohms. Pacing threshold measurement testing was conducted and was also found to be variable, depending on patient position. X-rays were taken and revealed a point of discontinuity along the rv lead up to the patient's collarbone. No changes were made to the current programming. Data was submitted to boston scientific technical services (ts) for further evaluation. A ts consultant reviewed the data and x-rays and discussed a potential lead integrity issue should be considered. It was added that the discontinuity observed was not indicating lead damage but is where the high voltage cable and the proximal coil are welded together. Additional troubleshooting was discussed. No additional adverse patient effects were reported.